Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. Customer's blood glucose level was not impacted. Technical support instructed the caller on how to press the button properly and confirmed the pump display could be turned on, although it remained challenging to press. Ultimately, the pump was not replaced in this complaint because it had already been replaced under a different case on the same day.